Event description:
During a hip scope procedure using suturefix xl, it was reported three anchors released without issue. The hole was drilled, white button pushed, and ring squeezed till it clicked. The first anchor pulled out of the hole. The second anchor was attempted to be inserted in the original hole. It also pulled out. A new site was drilled and a third anchor inserted, and it also pulled out. A bioraptor pk 2.3 was inserted in the second hole. The hole was tight because this did crack the bone; the bioraptor was too big, but did go in. The first hole was left open. There was no case delay;recovery and discharged home in usual manner. The surgeon says the patient is fine. The devices have been discarded. There were no reported patient injuries or complications.

Manufacturer narrative:
A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture. (B)(4).